Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The health care provider (hcp) reported via a study that examination/palpation revealed the patient experienced erythema and clear drainage from the left abdominal incision on (B)(6) 2015. Interventions included the patient being administered clindamycin 300 mg, 4 times a day for 7 days. The etiology of this event was the incisional site/device tract: pump pocket. This event was related to the implant procedure. It was noted that this event was not related to the device or therapy. The outcome of this event was unknown as the event was ongoing. The severity was noted to be mild. The indication for use was non-malignant pain. The system was delivering bupivacaine at 10 mg/ml and 2.633 mg/day and morphine at 30 mg/ml and 7.898 mg/day. The lot numbers were unknown.

Event description:
Additional information from the healthcare provider (hcp) reported via a clinical study that the patient resolved without sequelae on (B)(6) 2015.